Event description:
The customer reported erroneous elevated accutni result above the acute mycardial infraction cut-off for 1 patient on the unicel dxi 600i synchron access clinical system. The erroneous result was reported out of the laboratory and questioned. The sample was repeated on the same instrument and lower result within normal reference range was obtained. The sample was sent to a sister hospital for repeat testing and result within the normal reference range was obtained. Patient treatment was not impacted by this event. No death or injury are associated with this event. The samples were collected in heparin plasma tubes and centrifuged for 6 minutes at 3000 rpm. The customer did not note any issues with sample quality or volume. The customer provided three levels of accutni qc data from (B)(6) 2012 were reviewed and the qc values for the three levels of qc were within the customer's established range. The customer also provided accutni calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable %cvs. On (B)(4) 2012 system check was performed, which passed.

Manufacturer narrative:
On (B)(4) 2012 a field service engineer (fse) performed the following: ran system verification as per procedure. High sensitivity system and standard system check which both passed. Ran 20 rep precision with l1 control, results indicated good reproducibility. No sample, system or hardware irregularities are noted. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record. Customer ran qc, all levels ok. The root cause of the event is unknown and could not be determined.